Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The device did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The unit was received with cracked lcd window at the bottom right side corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's mother reports that customer received a button error alarm and insulin pump was not delivering insulin. Customer's blood glucose was 307 mg/dl. After troubleshooting, it was advised that insulin pump would need to be replaced. No further information provided.